Manufacturer narrative:
H10: the device was received for evaluation. During flow rate accuracy testing, the device did not deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate assembly. The pressure plate assembly requires adjustment to address this issue. The processor board will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver the correct volume fluid. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.